Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the op check failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer conducted evaluation of the device, and it was identified that the paddles was broken. To resolve the issue, the paddles were repaired, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.